Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci). A 98% stenosed target lesion was identified in the left circumflex artery, and a 95% stenosed lesion was located in the left anterior descending artery (lad). A 38 x 2.50mm promus premier drug-eluting stent was deployed. Following stent deployment, the patient developed chest pain and experienced fluctuating blood pressure. The patient was again unstable and subsequently suffered a cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated immediately and continued; however, the patient blood pressure continued to decline, and the patient died after some time. An autopsy was not performed.